Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error during start up and it was noted that the main printed circuit board was out of specification (electrical). It was additionally noted that the ventricular output connector was broken and the hanger was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not functional. It was noted that the epg generated an error code. There was no patient involvement. The device has been returned to service. The external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.